Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery remaining of 53% in (B)(6) 2021 and most recently in (B)(6) 2021 the battery was at 10% remaining. An estimated longevity was requested to be reviewed by technical services (ts). Ts reviewed the device data and confirmed that the power consumption of this device was increasing in a gradual fashion. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery remaining of 53% in december 2021 and most recently in may 2021 the battery was at 10% remaining. An estimated longevity was requested to be reviewed by technical services (ts). Ts reviewed the device data and confirmed that the power consumption of this device was increasing in a gradual fashion. The device was malfunctioning and should be explanted and returned. No adverse patient effects were reported. The device remains implanted. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.